Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 150 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 821 counts) was observed. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, it was recommended to the distributor to replace the no sensor. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
A delivery failure alarm due to nitric oxide (no) greater than absolute max of 100 ppm followed by a failed low no cell calibration was identified by a mallinckrodt employee during a routine device service log review for inomax dsir (B)(4). This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of no. There was no complaint alleged against this device located in (B)(6).